Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that current pump was going through batteries more frequently and rewind was louder. The customer blood glucose was unknown at the time of incident. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted during testing. The motor was tested outside of the device and passed. Device was monitored for 1 day. No unexpected low battery alarm or off no power alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).